Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the mid right coronary artery (rca). A non-abbott guiding catheter and a non-abbott guide wire were placed. The 3.5x12mm tenku balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The tenku bdc was soaked and prepped before use with no issue or leak noted during preparation. The tenku bdc was successfully advanced to the target lesion; however, the bdc balloon ruptured during the first inflation at 5 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x10mm non-abbott bdc and a 3.5x18mm non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.